Event description:
It was reported that during a da vinci-assisted right lower pulmonary lobectomy with first-level lymph node dissection, a partial fire occurred while attempting to staple an artery using a sureform 30 curved-tip stapler instrument equipped with a white 30 reload accessory. An alert message, "remove the stapler, possible exposure of the blade," was generated; however, the surgeon was unable to open the jaw, necessitating the use of the stapler release key (srk) to free the artery. To resolve the issue, a backup sureform 30 curved-tip stapler instrument equipped with another white 30 reload accessory was utilized, but the same message reoccurred. The srk was used again to open the jaws without injuring the vessel. Ultimately, a "video lobectomy" could not be performed due to the positioning of the trocars, and the surgeon decided to convert the approach to a short thoracotomy to perform the excision. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined, although the customer believes the convert to open approach was due to the positioning of the trocars. There is no allegation that a malfunction of a da vinci device caused or contributed to the conversion. Intuitive surgical, inc (isi) did not receive the sureform 30 curved-tip stapler instrument or the white reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. An advance stapler log review show the sureform 30 curved-tip stapler instrument (lot number: t11221209-0037) was installed on the system 1 time and fired 1 white reload. On the only install, the first clamp was successful, but was followed by a firing failure. The failure is represented in the logs. .

Manufacturer narrative:
Updated sections: d9 and h3. Additional information: intuitive surgical, inc. (Isi) received a white sureform 30 reload for failure analysis (fa) and was able to confirm and replicate the customer-reported issue of a warning: possible exposure of the blade. The stapler reload was found to have the knife exposed within the knife track, towards the middle of the returned reload. Isi received a second white sureform 30 reload for fa but the stapler reload was returned unused and unfired. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 30 curved-tip stapler instrument (part #470530-08; lot #t10230330-0021) and sureform 30 curved-tip stapler instrument (lot #t11221209-0037) but did not receive the white sureform 30 reloads that were used during this reported event. Failure analysis confirmed but not replicate the customer reported complaint for each of the instruments. Each stapler instrument was found to have 1 firing failure based on a log review which were not replicated through in-house testing. The stapler instruments were installed onto an in-house system and fired on a test sheet using in-house white and green sureform 30 reloads. The stapler instruments fired successfully on two consecutive attempts and the resultant staple-lines were visually inspected. The cut-lines appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The root cause is not determinable.

Event description:
Refer to h11 for follow-up information.